Event description:
During the investigation of monitor (B)(4) for an unrelated complaint, a reportable problem was detected during servicing. The monitor would not power up past the splash screen. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon investigation, the monitor was not powering up past the splash screen. The cause of the monitor not powering up was corrupted flash programming. The root cause of the defective flash programming could not be positively identified. No adverse event resulted from the defective flash programming. The patient received a replacement monitor.